Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is due to operator error. The operator reported not clamping the saline line at the start of treatment as required. As a result saline and air were infused into the cartridge causing the cycler to alarm. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified of the blood loss. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported not clamping the saline line at the start of treatment as required. As a result saline and air were infused into the cartridge causing the cycler to alarm. The operator was unable to resolve the air alarms and discontinued treatment without performing rinseback, resulting in an estimated blood loss of 210cc. No medical intervention was required.